Event description:
Initial surgery 2/9/98 for planned sigmoid colostomy take-down with low anterior anastomosis for history of perforated diverticulitis uneventful surgery, length of stay 4 days; discharged home. Readmit 2/19/98 for repair colovaginal fistula secondary to eea device contact with vaginal cuff at 2/9 surgery causing necrosis and the formation of the colovaginal fistula.